Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient had a tortuous anatomy. The device was first deployed and fully recaptured due to incorrect position seen via echocardiogram (echo). The delivery system was then repositioned, and the device was deployed a second time. When the device was attempted to be recaptured for the second time, the device could not be pulled back into the delivery sheath. It was observed on scopy that the delivery system was bent. A 10f amplatzer trevisio intravascular delivery system was put inside the 14f sheath and the amplatzer amulet left atrial appendage occluder was able to be pulled inside and removed. No other device was implanted, and the procedure was aborted. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of retraction difficulties and bend in delivery system was reported. Information from field indicated that the patient had a tortuous anatomy which may have contributed to the reported difficulties. The investigation at abbott found several kinks towards the distal half of the returned sheath. Functional testing could not be performed due to the damage of the returned sheath consistent with difficulty retracting the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per amplatzer amulet laa occluder instructions for use, "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."